Manufacturer narrative:
Patient weight is unknown (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a retrograde intramedullary nailing of the right femur the protection sleeve could not pass through the static hole of the retrograde spiral blade aiming arm. Also, the aiming arm could not be utilized to insert a locking screw through a retrograde nail. The surgeon had to use a perfect circle drilling technique to insert the screw. The case was delayed ten to fifteen (10-15) minutes. The surgery was completed successfully. Concomitant devices reported: locking screw (part unknown, lot unknown, quantity 1); retrograde nail (part unknown, lot unknown, quantity 1); guide wire (part unknown, lot unknown, quantity 1); trocar (part unknown, lot unknown, quantity 1); insertion handle (part unknown, lot unknown, quantity 1) this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. : device history record review: manufacturing site: (B)(4) - manufacturing date: august 16, 2006 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for subject device (aiming arm for retrograde spiral blade locking, part number 03.010.051, lot number 1505859). The subject device was received with the complaint stating that during a retrograde intramedullary nailing of the right femur the protection sleeve could not pass through the static hole of the retrograde spiral blade aiming arm. This device is used during locking of the instrumented end of the retrograde/antegrade femoral nail (r/afn). The protection sleeve is used through the aiming arm for insertion of the superior locking screw when using the spiral blade locking option. Information regarding proper use and maintenance is provided per the titanium cannulated r/afn technique guide. The aiming arm was received with dents on the proximal edge near the locking hole intended for the protection sleeve. One specific dent was observed on the proximal inner edge of the locking hole. When measured with gage pins, an 11.98mm pin was the largest pin that would fit though the entire slot. Larger gage pins (up to 12.00mm) could pass through the undamaged portion but would get stuck at the proximal edge. Thus, the deformation would potentially result in interference with a mating protection sleeve which is specified as 11.98mm +0/-.02 per the associated drawing (gage pins: gp29 and gp32). A review of the current design drawing / manufactured revision for the protection sleeve and the aiming arm body component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The subject device was tested with the associated protection sleeve and it was found that the protection sleeve could be fully inserted but was rougher then intended once the end of the taper on the protection sleeve reached deformation on the proximal edge of the locking hole in the aiming arm. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. The complaint condition appears to be the result of the deformation observed on the proximal edge of the locking hole of the aiming arm. This likely caused the rough surface of the protection sleeve which exacerbated the rough fit between the two devices. No definitive root cause of this deformation was able to be determined; however, the failure mode is consistent with rough handling, such as hammering, and wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.